Event description:
One touch ultra glucose testing strips - in vitro device. Product purchased from supply, wholesaler - lot number 2879327 appears to be misdirected or counterfeit; box has oriental writing and no ndc number. Manufacturer contacted and report made. I was directed to return the product to the wholesaler, as I do not have a direct purchasing contract with lifescan. Diagnosis or reason for use: diabetes.